Manufacturer narrative:
The facility was contacted several times to obtain additional details on the circumstances of the stylet handle break, with no response. No device lot numbers or specific date was provided by the customer. The customer reported an additional gliderite rigid stylet with a handle that broke off during an intubation procedure; this event is being reported by verathon separately under 9615393-2015-00005.

Event description:
Customer reported the gliderite rigid stylet handle broke off during an intubation procedure (within last two months). No adverse consequence to the patient was reported.